Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and a drain was implanted. Following the procedure, the drain did not work properly. There was no adverse patient consequence reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual and functional inspections were performed. The drain was intact and there was a large quantity of dried blood clots inside the drain. During the functional test the drain functioned well and drained properly. The drain function could be affected by the blood clots which could affect the flow. No defects were found on the drain. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.